Event description:
It was reported that the vns patient had passed away on (B)(6) 2015 and that his generator had been explanted. The explanted device has not bee returned to date. An online obituary indicated that the patient died in his sleep. Review of the available programming and diagnostic history showed the device was last programmed to 1.75/30/244/30/1.1/2.00/250/60 on (B)(6) 2015. Review of the internal device data showed normal device function. Attempts for additional relevant information from the physician have been unsuccessful to date.

Event description:
A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery shows an ifi=no condition. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
The treating physician reported that the patient passed away from mitochondrial disorder and that the death is not believed to be related to vns. The death was reported by the physician to not be sudep. The explanted devices were received by the manufacturer for analysis. Analysis of the lead was completed. No obvious anomalies were noted. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. There was no evidence to suggest an anomaly with the returned portion of the device. Note that since a large portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Analysis of the generator has not been completed to date.